Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Unable to verify battery out limit alarm due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display even after changing battery cap. Customer's blood glucose was 329 mg/dl. Customer was advised that insulin pump would need to be replaced.